Event description:
It was reported that the patient had undergone a full revision. The products are noted to be available for return but have not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Suspect medical device; corrected information ; initial MDR inadvertently omitted information known prior to submission device manufacture date ; corrected information ; initial MDR inadvertently omitted information known prior to submission".

Event description:
The explanted lead had undergone product analysis testing. During the analysis it was discovered that the lead had suffered from explant procedure related damage. No other relevant information has been received to date.

Event description:
It was reported that the explanted generator and lead were received by the manufacturer. The explanted devices have not undergone product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
H3 other text: 02.